Event description:
It was reported that a prone-dependent pt was placed on a rotoprone therapy system on (B)(6) 2009. It was reported that on (B)(6) 2009, the bed began to alarm while the pt was in the prone position. An attempt was made to resolve the alarm but was unsuccessful. The pt was returned to the supine position using the manual rotation feature at which time it was reported the pt began to decompensate. The pt was moved to another rotoprone therapy system. This info was also provided by the user facility through the medwatch program (B)(4).

Manufacturer narrative:
The initial reporter was contacted by kci and stated that there was no injury to the pt from the reported event. The device was returned to kci and evaluated. The device was evaluated in the service center by service engineering and found to have corrosion on a connector of the bed interface power/communication cable most likely due to fluid ingress from unk source.